Event description:
Procedure type: low anterior resection. According to the reporter: after the follow up case in 2 weeks there were suture separated in short thread along wound line (occur wound dehiscence). Patient involved without injury. Medical intervention not required. Reintubation/recannulation was not necessary. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).